Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarms after it is turned on and it has a blank display with a horizontal line in it. No patient injury was reported.

Manufacturer narrative:
Other text: b5: additional information was received by the manufacturer on 12-sep-2022. Whereby it was reported that: during a wireless upgrade, someone must have turned it off before it was done. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the top case was chipped. The right plunger case was cracked. Functional testing found the pump had blank screen and constant alarm. Updated from the bottom case to the top and upgraded software to version 1.6.4. The root cause of the reported issue was found to be user interface - incorrect process for software update by customer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).